Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal in (B)(6) 2010 due to dyspareunia. It was reported that following the procedure the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, bleeding, and other symptoms attributed to the mesh. (B)(4).